Event description:
It was alleged by claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2016 and revised on (B)(6) 2023 due to pain, stiffness, and a loose cartiva implant. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was alleged by claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6)2016 and revised on (B)(6)2023 due to pain, stiffness, and a loose cartiva implant. Claimant demands compensation.